Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and regreased the high voltage cable (candlestick) connectors. No patient injury was reported.

Event description:
Customer reported the system displayed an overload fault and shut down during a case. No patient injury was reported.